Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hypoglycemia .and the customer received an insulin flow blocked alarm. And there was sensor glucose vs blood glucose event. And the sensor liner did not separate when lifting off pedestal. The customer reported, blood glucose value of 37 mg/dl. The customer reported, hypoglycemia was treated with ems and glucose/carb intake. The event involved product(s) mmt-1884, mmt-7040a, mmt-397a, mmt-332a. Troubleshooting was performed for low blood glucose event, until the customer declined further troubleshooting. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-1884, no product return is required for mmt-7040a, no product return is required for mmt-397a, no product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 and h6 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's father reported the issues. Customer's parents also gave glucagon before the paramedics arrived. Pump was used within 48 hours of the low per carelink. Smartguard was used per carelink. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.